Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot#: n085278, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: accessory. Product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had abdominal pain and the doctor believed that the pump was causing unnecessary pressure. The pump was removed. The hcp reported the patient was non ambulatory and lays in bed 100% of the time. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n085278, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Analysis found a low battery reset due to an undetermined cause. If information is provided in the future, a supplemental report will be issued.